Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No non-conformances were identified for this part-lot number combination per qlik query executed on 09/26/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record. Device history lot no non-conformances were identified for this part-lot number combination per qlik query executed on (B)(6)2019. Device history batch, null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure their truespan peek 24 degree misfired the first implant. The implant was removed with no issues. The procedure was completed with another like device with no patient harm but there was a two minute surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device was discarded by the customer.